Event description:
Technician alleged the brakes are ratcheting at both ends of the stretcher. No pt implant.

Manufacturer narrative:
The technician found the brake casters are worn. The technician replaced the brake casters to resolve the issue.